Event description:
Reference MDR #1219856-2011-00419 for the first event involving the same pt. It was reported that the intra-aortic balloon (iab) was placed and the pump continued to give the same "helium loss alarm as before." As a result, the "safety procedure was followed with no evidence of blood in the line and all connections secure." At this time, the md removed the iab. The intra-aortic balloon pump (iabp) therapy was ended as the pt was post-op CABG (coronary artery bypass graft). There was no reported pt death or injury. Medical/surgical intervention was not required. The iabp therapy was delayed /interrupted. There were no reported pt complications and the pt is stable and removed to (B)(6).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.